Event description:
Pt had a 1.9 fr. Neopicc placed via right basilic vein on ninth day of life (2004) for prolonged venous access. Line placed without difficulty. Good blood return and flushed easily. X-ray confirmed placement in the svc. The next day the line was removed due to infiltration in to the right shoulder area with flushing.the entire catheter was removed intact. The pt tolerated the procedure well, with no change in status. The next day another 1.9 fr. Neopicc was placed without difficulty in the left cephalic vessel via the left arm. Good blood return was noted and the line flushed easily. X-ray confirmed placement. The catheter was removed intact the following day after obvious signs of infilatration (swelling) in the left shoulder and neck area. Six days later neopicc #3 was place via the right saphenous vein. Good blood return was noted and the catheter flushed easily. Chest x-ray with contrast confirmed placement in the ivc. The pt tolerated the procedure well. Catheter was removed intact on 10/2004 when no longer needed.